Event description:
The consumer reported that her implant had been causing her more issues than it was helping. The patient stated she had not been able to walk and her stomach felt very tight like a goiter every time she had a bowel movement. The patient reported that her healthcare provider performed a dye test of the spine and determined a part of the implant was touching her discs. The patient was told she would need to have the device explanted and it was planned for (B)(6) 2016. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.